Event description:
Reporter indicated that the patient underwent generator replacement surgery in 2001. The patient's new generator was activated in 4/2001. During the patient's office visit in 6/2001, the device parameters were increased. The physician's notes from this visit state that the patient has had a 50% decrease in seizures and is currently taking topamax and neurontin. The physician's notes from the patient's next office visit (8/2001) indicate that the patient was better with the vns; their alertness was better and patient was talking more. Physician's notes from the patient's visit in 10/2001 state that the patient is having briefer post-ictal spells. The patient was weaned off their neurontin as of 9/2001 and continues to take depakote. The patient was started on a weaning program to eventually stop the topomax. The patient was started on dilantin and changed the patient's medication from tegretol to tegretol xr. The patient was next seen in 01/2002. The patient reported that they had been seen by another physician who turned off the vns in 11/2001, due to dysphagia and gagging. The patient's tegretol xr was discontinued. Following these changes the patient was able to swallow liquids better and also began to gain weight. The device remains off and the patient is scheduled to see their neurologist for follow-up in 11/2002.